Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced and returned for investigation. Simulated use testing of the received o2 gas module has not reproduced the described customer issue. The review of the returned device logs could confirm the reported issue. The log files indicate a minor leakage from the o2 gas module when turned off. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).